Event description:
The customer reported that she activated the device on (B)(6) 2011 at 7:05 am, with a blood glucose of 325 mg/dl, so she administered a 5.8 unit bolus dose of insulin. At 9:35 am it had risen to 442 mg/dl; she was having 30 grams of carbohydrate and took another bolus of 9.85 units. By 10:57 am her bg was reading "high" (<500 mg/dl), so she changed the pod at 11:12am. She stated she did not feel the needle go in and she smelled insulin.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or other product condition contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was property inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "if your reading is above 500 mg/dl, the pdm displays 'high, check for ketones!' This indicates severe hyperglycemia (high blood glucose)," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."